Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirmed the reported event. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that there was no patient harm or delay caused by the broken impactor. The sigma hp tibial impactor (2581-11-000) had a crack near the junction where the handle hooks up. Need both impactor replaced. No pieces were left behind.